Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: visual inspection revealed that the battery compartment was cracked near the top and below the bumper pad. The returned battery cap was used to complete all testing. During testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the base. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found on any button contacts.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/01/2014.